Event description:
Litigation papers allege patient suffered symptoms and damage to his body including but not limited to pain and discomfort in his thighs, groin, and hip areas surrounding the implants, grinding and clicking sensation when walking or going to and from a sitting position, metallosis damaging the bone and tissue surrounding the implant, other infection and inflammation of surrounding bone and tissue, a lack of mobility, heart complications, and severe chromium and cobalt metal toxicity. Bilateral patient. Update: 4/18/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.